Event description:
Pt revised for pain, removed 3 screws.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the info provided, as the part and lot numbers required to review the device history records were not provided. Provided info states the fracture compressed over time and the screws were causing pain in the it band/soft tissue. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.